Manufacturer narrative:
Correction information: g6: follow up #1. H2:if follow-up, what type? H3:device evaluated by manufacture. H6: coding changed based on the investigation result. Additional information: h4:device manufacture date. Evaluation summary: accidental component failure of the power supply ic (tps767d301-ep) for dsp on the e703 board. This is due to internal destruction due to overload.

Manufacturer narrative:
This device is classified as import for export, therefore 510k is not applicable. Model epk-3000-us is available in the USA with a 510k number k172156. This device is not distributed in us so that unique identifier is blank. If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
When I turned on the power on (B)(6) 2021, the led on the front panel flashed and the image disappeared. A symptom that the front panel cannot be operated occurs. Since it occurred before use, there is no health hazard to patients and medical staff. This event occurred at the time of before use. There was no report of patient harm.